Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a tecnis monofocal intraocular lens (model pcb00, +22.5 diopter) was removed during the primary surgery because doctor observed a capsular tear after implantation. Additional information was received and it was learnt that the doctor had to perform a vitrectomy and a non-amo monofocal intraocular lens was implanted as a replacement for the patient. No further information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.